Manufacturer narrative:
Device evaluation in progress, but not yet concluded.

Event description:
During routine testing of the device the service technician reported the heater cooler would alarm intermittently and the service lamp indicator was illuminated. This occurred after the device was cleaned. Since the event occurred during routine testing of the device, there was no patient involvement during this event.